Event description:
It was reported that a patient presented in the ER after receiving a patient notifier for a high out of range ventricular lead impedance. When the device was measured with the programmer it was in-range. It was recommended to perform isometrics and serially measuring the lead impedance. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.